Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not power on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that during setup the device had no power and did not turn on. No leds were illuminated on the front panel when connected to ac power. The customer verified the 120volt ac was going into the power supply but there was no output at the j1 orange/brown wires connection on the power management (pm) printed circuit board assembly (pcba). The rse advised the customer to replace the power supply and provided the part information. This investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 16oct2023, it was confirmed that the power management (pm) printed circuit board assembly (pcba) was ordered and replaced. The replaced faulty pm pcba was stated to have been shipped for return using the provided prepaid label. The defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.